Event description:
The healthcare provider (hcp) reported the device was removed due to "implant failed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.